Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the clinician that the stopcock at the end of the short piece of pigtail tubing (that connects central lumen to disposable transducer setup) was leaking at the stopcock end and continues to happen. This happened in the operating room so it was difficult to get to the pt.